Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. It was reported that the patient was being seen for radiation treatment. The local sales field representative planned to follow up with the following physician/clinic. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.